Event description:
A teleflex medical sales rep alleges the applier will not close clips. It is unk when this condition occurred or if medical intervention was necessary. No additional info is available at this time.

Manufacturer narrative:
Device evaluated by MFR: the device from the procedure was not returned for evaluation. No lot number was identified; therefore a device history record evaluation cannot be performed. If add'l info become available or a lot number has been identified, a follow-up report will be provided with the investigation results. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. No conclusion can be drawn.